Event description:
A complaint of high readings was received on a customer's xceed blood glucose meter. The customer obtained a reading of 465 mg/dl compared to laboratory comparison reading of 143 and 145 mg/dl. The tests were performed within a 10 minute timeframe. When plotting the readings against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.